Manufacturer narrative:
H3. Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar maryland forceps. Three images were received for evaluation. One image depicted the distal end of a bipolar maryland forceps where part of the white plastic pulley is disengaged and the puck is out of position. The disengaged pulley piece cannot be seen in the image. One image depicted the distal end of a bipolar maryland forceps from a different angle, where the disengaged pulley piece can be seen outside of the patient body. One image depicted the housing of a bipolar maryland forceps showing a serial number that matched what was reported. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final vigilance report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar maryland forceps broke. The broken bipolar maryland forceps was removed and replaced with a new one to resolve the issue. There was no patient injury.